Event description:
The patient had an intravenous (IV) patient controlled analgesia (pca) infusion running and the nurse observed that the pca tubing male end broke in the maintenance IV tubing valve allowing pain medication to leak out on the floor with no medication reaching the patient. The patient was in severe distress, dyspneic and clammy. A physician order for an IV push dose of pain medications was obtained and administered. All IV tubing was changed. The broken tubing was bagged and retained and will be sent to the manufacturer for inspection upon their request. The nurse commented that this was the second incident in 1.5 weeks with the same brand/type of pca tubing male end breaking off in a maintenance tubing valve. The tubing from the event 1.5 weeks ago was not retained, however. Lot number of devices currently in the stock is 38 27 3 4w. Unknown what the lot numbers were for the two devices involved.